Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump found moisture damage on the keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked case near corners, and cracked on display window noted.

Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer's blood glucose was 150 mg/dl. No significant events leading to the alarm were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.